Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that insulin pump had buttons issue. The customer¿s blood glucose level was over 200 mg/dl at the time of the incident. Customer stated that rewind was slower and louder and there was strong smell of insulin. The insulin pump will not be returned for analysis.